Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure in two transverse fingers below the clavicle via internal jugular vein using the MRI p port isp - groshong. During the procedure, when inserting the guidewire there was resistance felt, and guidewire could not be pulled out. Reportedly the needle and guidewire removed together. It was further reported that the patient experienced pain. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a guidewire with hoop placed on a blue sheet. No visible anomalies were noted from the given photo. The investigation is inconclusive for the reported guidewire stuck, failure to advance and difficult to remove issues as the photo evidence provided is not sufficient to confirm the reported events. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure in two transverse fingers below the clavicle via internal jugular vein using the MRI p port isp - groshong. During the procedure, when inserting the guidewire there was resistance felt, and guidewire could not be pulled out. Reportedly, the needle and guidewire removed together. Furthermore, the patient experienced pain. The procedure was completed using another device. There was no reported patient injury.